Manufacturer narrative:
Findings: unit received with cracked case at battery tube threads. Unit received with minor scratched lcd window. Unit received with stripped battery cap coin slot. Unit received with intermittent buttons due to flattened express, esc, act and down arrow dome switched.

Event description:
A customer reported via phone call indicating that they are unable to remove the battery cap off their insulin. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.